Event description:
It was reported that during the mapping phase of this procedure with carto 3, the patient was noted to have a low blood pressure by the anesthesiologist. Ice with an 8fr acunav catheter showed a pericardial effusion, which was treated with pericardiocentesis. After the treatment the patient stabilized and will remain in the hospital overnight for observation. The user wanted to also note the following: when the 1st study was opened, the fam maps were not displayed properly, but appeared to be in the wrong orientation. 2) the rendered CT scans for the merge portion were also in the wrong orientation, coronal vs, sagital slices. After exiting out of the first study and starting a new one, the fam maps appeared in the correct orientation, but the CT scans remained in the wrong orientation. Despite this, after taking multiple land marks, the CT merged well with the new fam maps in the second study. It was after the mapping phase was completed and prior to rf being started that the effusion was noted.

Manufacturer narrative:
(B)(4). At the time of the call, it was reported that biosense webster products are not responsible for the injury. Concomitant biosense webster used during the procedure: carto 3 system: model no.: m-4800-01; serial no.: (B)(4). Stockert 70 system: model no.: m-4800-01; serial no.: (B)(4). Cool flow pump,u.s. Ship kit. Model no.: m-4800-01; serial no.: (B)(4). A 8 fr siemens acunav catheter was also used during the procedure. All of the disposable products have been thrown out and will not be returned for analysis.